Manufacturer narrative:
This device is not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that after a palmaz stent was placed in a stent graft, the maxi ld balloon catheter (B)(4) (r0109203) delivered for post-dilatation ruptured between 1-2 atm during the inflation. The balloon was reported to have been possibly damaged by the palmaz stent, but details were not available. Another product was used and the procedure was completed without any other problem. There was no adverse event and the pt was in stable condition. Lesion calcification, vessel tortuosity and the rate of stenosis were unk.